Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00250.

Event description:
It was reported that patient underwent left primary knee arthroplasty on an unknown date. Revision procedure was performed on (B)(6) 2013 due to posterior cruciate ligament loosening. No further information has been received.